Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6): the patient reported that they were implanted on (B)(6) and was having trouble with their device. There were no further complications that have been reported as a result of this event.